Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an aneurysm treatment the subject flow diverter stent was implanted in the right internal carotid artery-ophthalmic (c6 segment). Post procedure, patient had a right eye point retinal emboli. It was clarified on (B)(6) 2022, that the adverse event had a possible relationship with the subject flow diverting stent and the procedure. Treatment was not required. No additional information available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "right eye point retinal embolie, pi not sure of diagnostic. A possible relationship to the subject device. Possible event happened post procedure after implantation of the 2nd same device". Limited additional information was provided by the customer. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient thromboembolic event.

Event description:
It was reported that during an aneurysm treatment the subject flow diverter stent was implanted in the right internal carotid artery-ophthalmic (c6 segment). Post procedure, patient had a right eye point retinal emboli. It was clarified on (B)(6) 2022, that the adverse event had a possible relationship with the subject flow diverting stent and the procedure. Treatment was not required. No additional information available.